Event description:
It was reported the valve was explanted due to aortic stenosis. Following implant in 1998, the pt developed aortic root dilatation and required an aortic root and ascending aortic replacement. During the explant procedure, there was some fibrinous clot around the edges of the valve, but it did not appear to be obstructing leaflet motion. The surgeon indicated the most likely etiology of the prosthetic stenosis was ingrowth of tissue on the inflow side of the valve, which was more visible after the valve had been explanted. The surgeon stated he did not believe that it was valve malfunction. A 25 mm valved graft was implanted.